Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet and was not seeing blood glucose readings, after which readings became visible during the call and the user reentered the pairing code prior to calling. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included troubleshooting and education regarding the warmup period before glucose readings appear. Investigation of this case revealed that the device connection issue resolved with re-entering the pairing code resulting in completion of the sensor warmup, consistent with user setup and timing. It was concluded, based on previously established findings for similar reports, that the cause was user-related or delayed bluetooth connection during the sensor warmup period.

Manufacturer narrative:
Initial.